Manufacturer narrative:
Other applicable components are: product ID 8703w, lot# l77341, implanted: (B)(6) 2000, product type: catheter.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient currently receiving baclofen (2000 mcg/ml) from an implanted pump. The indication for use was cerebral palsy and intractable spasticity. On (B)(6) 2016 volume discrepancies were reported. In may the expected reservoir volume (erv) was 5.4 ml and the actual reservoir volume (arv) was 10 ml and another volume discrepancy was reported erv 5.7 ml and arv 10 ml. It was noted that the hcp had tried to do a dye study and was unable to aspirate the catheter. It was noted that the hcp would be doing a catheter revision. No patient symptoms were reported.

Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; see pe 701490458-spinal headaches; catheter dislodged. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reviewed patient's last pump was only 2 years old and caller thought patient's family wanted it replaced, but it was unclear if patient had any symptoms prior to the replacement.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was having a catheter revision due to a catheter disconnect. In addition, the pump was being replaced during the catheter surgery, though there was no allegation against the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.